Event description:
Boston scientific crm received information that this device was explanted for normal battery depletion. There were no known allegations against the device, and no reports of adverse patient effects. This device is included in the (B)(6) 2007, shortened replacement window advisory population.

Manufacturer narrative:
Subsequent device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery measurement of 2.33 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low-voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition. Laboratory testing confirmed all device therapies were available. This issue is discussed in the quarter 2, 2010 product performance report.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device's programmed parameter settings and therapy history were used to estimate expected battery use to date, then compared to actual use. Our initial analysis showed this device did not meet longevity expectations per programmed values. Additional analysis is pending.